Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Wound in mouth, the brush broke off the handle, which also caused a wound in mouth - oral-b cross action brush head, the brush broke off the handle - oral-b cross action brush head. Case description: a male consumer, age unspecified, reported via e-mail on 23-jan-2017 that he was brushing his teeth that morning with an oral-b rechargeable toothbrush, version unknown, and suddenly the oral-b brushhead, version unknown broke off the handle which caused a wound in his mouth. He reported he had brushed electrically for many years with the oral-b toothbrush, and he just changed the brush head two days ago. The case outcome was unknown. On 24-jan-2017 received follow-up e-mail from consumer: the consumer reported the type of brush used was an oral-b power oral care refill crossaction. He reported he still had the broken brush, and he also had one new brush from the same packaging. The case outcome remained unknown.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned 1 toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Wound in mouth [mouth injury], the brush broke off the handle, which also caused a wound in mouth - oral-b cross action brush head [injury associated with device], the brush broke off the handle - oral-b cross action brush head [device breakage], product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2017 that he was brushing his teeth that morning with an oral-b rechargeable toothbrush, version unknown, and suddenly the oral-b brushhead, version unknown broke off the handle which caused a wound in his mouth. He reported he had brushed electrically for many years with the oral-b toothbrush, and he just changed the brush head two days ago. The case outcome was unknown. On (B)(6) 2017 received follow-up e-mail from consumer: the consumer reported the type of brush used was an oral-b power oral care refill crossaction. He reported he still had the broken brush, and he also had one new brush from the same packaging. The case outcome remained unknown.